Event description:
Procedure: lap gastric bypass. According to the reporter: after the case the tip of the device was found broken on the mayo stand. The broken piece was not found in the patient after an x-ray was taken. The missing broken piece was not found in the sterile field or on the operating room floor. No further problem was noted.

Manufacturer narrative:
(B) (4). (B) (4).